Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was implanted in the patient¿s left eye, and a preloaded multifocal iol was implanted in the right eye. Postoperatively, the patient experienced blurry vision at both near and distance that did not improve with refraction. The patient stated that she used to be able to sit on her couch and read but is no longer able to do so after the surgery. She is unhappy with distance vision with her multifocal iols and has tried them for one year without success. Pre-operative refraction was: manifest refraction (mr) dry, right eye (od) -1.25 +0.75 020 and left eye (os) +0.50 +0.75 107. Post-operative refraction was d -1.00 +0.25 030 "fuzzy" 20/25 hand motion (hm) and os -0.50+1.00 180 "still blurry" 20/25 hm. Target was od - 0.39 and os: -0.20. No medication outside standard of care required. The lenses remain implanted to date and the explant has not been scheduled yet. No further information was provided. The patient had bilateral lens implantation. This report is for the patient's left eye. A separate report will be submitted for the right eye.